Event description:
Patient reported a left side rupture via MRI. Healthcare professional later reported left side capsular contracture, baker grade iii with "no implant rupture." Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported a left side rupture via MRI. Healthcare professional later reported left side capsular contracture, baker grade iii with "no implant rupture." Device has been explanted and replaced.

Event description:
Patient reported a left side rupture via MRI. Healthcare professional later reported left side capsular contracture, baker grade iii with "no implant rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device.